Event description:
It was reported that there was a loose connection between the patient connector of a transfer set and the titanium adapter; further described as ¿titanium very loose¿. This occurred during use of the device for peritoneal dialysis therapy. As a result, the registered nurse tightened the connection and the transfer set was not replaced. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.